Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided; d4: additional device information unknown / not provided; d10. Concomitant medical products eha344, bellatek encode healing abutment 3.4mm(d) x; 3.8mm(p) x 4mm(h) lot 1239056. Therapy date: unknown. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the 2 healing abutments had damaged threads. Procedure completed. No implant on patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) eha344, (bellatek encode healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h)) for evaluation. Visual evaluation was performed, the abutment has signs of use. The abutment's threads were bent and damaged. Device history record (DHR) review was completed for the subject lot number 1239056. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239056 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : damaged threads. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The abutments threads were damaged from use. The reported event confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.